Event description:
It was reported that during a routine device check, high capture threshold and a decrease in impedance were observed. At the subsequent device check, the capture threshold decreased and the impedance stabilized. No anomalies were seen on x-ray. The physician has elected to not replaced the lead. Patient condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.